Manufacturer narrative:
The information related to serial number and material number, lot number has been updated. The updated information has been provided in section b5 with this report.

Event description:
It was reported that material number has been updated to mmt-1780kl, serial number updated to (B)(4) and lot number updated to hg3fj9m.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was no response from any button. The customer¿s blood glucose was 136 mg/dl. Troubleshooting was done for keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer reported that the time was 2 minutes behind. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.